Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up revealed the patient death was related to post-operative complication of vascular surgery. It was additionally noted that the patient had an intrinsic rhythm and there was no indication that the implantable pulse generator (ipg) system was related to the death.